Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was rotating in the pocket causing pain. Consequently, surgical intervention was undertaken on (B)(6) 2019 wherein the patient's ipg was repositioned.

Manufacturer narrative:
Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.